Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. The customer's mother felt that there was something wrong with the insulin pump and asked to have it replaced. No troubleshooting was done.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.